Event description:
Repair request initiated for device with the report of bearing detachment. No patient impact reported. Repair request escalated to p product event due to reason for return. On follow-up no further information was provided on patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool burr could not be inserted due to broken tip of the bearing. The likely cause of failure is inadequate preventive maintenance. It was noted that deterioration of the color code and marking was observed. B3: date of event notification: 2nd jul 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.